Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed to inspect and clean the pump components, ensure components were properly assembled, and complete the load process, but was unable to load the cartridge successfully. Further troubleshooting was referred to a customer support associate.